Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has been returned for evaluation and repair. Analysis is currently underway.

Manufacturer narrative:
The device was returned for evaluation and repair. Service evaluation and testing could not confirm the reported overheating condition as the device was received in a non-functioning condition. The device motor shorted. The motor and bearings were replaced due to corrosion. The device was repaired, tested to product specifications and was returned to the customer. (B)(4).

Event description:
It was reported that during set-up the handpiece was returned for repair with reported ¿excess heat¿. There was no report of patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.